Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer was administered given juice, sugar, and/or food as treatment from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) was returned and investigated. Visual investigation has been performed on the applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap and applicator had fired correctly. Sensor (B)(6) has been returned and investigated. Data was extracted using approved software and extraction was successful. Clinical data log showed current values were not less than 1na and counter potential values were more than 680mv for 55-60 minutes before sensor terminated indicating that the residual fluid and moisture was continuing to react with the sensor chemistry. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage test was done and within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer was administered given juice, sugar, and/or food as treatment from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additional investigation was conducted on the returned sensor (B)(6). Performed a visual inspection on the returned de cased sensor, no issues observed. The sensor scanned successfully. The initial scan was reviewed, and the sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Sensor was placed in fr4 test fixture to perform functionality testing, however the sensor failed to reprogram due to device event log full. Adc is unable to perform any additional investigation for this complaint. Therefore, the issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer was administered given juice, sugar, and/or food as treatment from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.